Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer dropped the pump because it was "caught" with the infusion set. As a result, the touch screen was shattered and the pump touch screen was no longer functional. Subsequently, an unspecified malfunction alarm occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 170 mg/dl.